Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) was unable to power on the autopulse platform. The status leds on the battery illuminated 4 green lights. The battery was tested again later and was able to perform was intended but the customer is questioning the battery's reliability and it was taken out of service. This new battery was delivered with a new autopulse platform. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.